Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad #1 was inoperable during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the keypad #1 was inoperable. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a keypad flex cable which was not properly connected to the input/ output (I/o) printed circuit board (pcb). The keypad cable requires reset into the I/o board to address this issue. Should additional relevant information become available, a supplemental report will be submitted.